Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation") and device dislocation ("migration of implants") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, device dislocation (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), menorrhagia ("excessive menstrual cycles") and adverse event ("abnormal symptoms"). The patient was treated with surgery (underwent a bilateral salpingectomies and/or hysterectomy to remove essure coil) and surgery (underwent a bilateral salpingectomies and/or hysterectomy to remove essure coil). Essure was removed. At the time of the report, the fallopian tube perforation, device dislocation, back pain, menorrhagia and adverse event outcome was unknown. The reporter considered adverse event, back pain, device dislocation, fallopian tube perforation and menorrhagia to be related to essure. The reporter commented: on or about (B)(6) 2012, plaintiff underwent the essure procedure. On or about (B)(6) 2011, patient underwent a bilateral salpingectomies and/or hysterectomy to remove the essure device. (Discrepancy between the insertion date and removal date). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tube incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation"), device dislocation ("migration of implants /migration of essure device") and genital haemorrhage ("abnormal bleeding (general)") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure conformation test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), menorrhagia ("excessive menstrual cycles"), adverse event ("abnormal symptoms") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (underwent a bilateral salpingectomies and/or hysterectomy to remove essure coil) and surgery (hysterectomy (partial)/salpingectomy (one side removal of fallopian tube)). Essure was removed in (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, back pain, menorrhagia and adverse event outcome was unknown and the genital haemorrhage and hormone level abnormal had not resolved. The reporter considered adverse event, back pain, device dislocation, fallopian tube perforation, genital haemorrhage, hormone level abnormal and menorrhagia to be related to essure. The reporter commented: on or about (B)(6) 2012, plaintiff underwent the essure procedure. On or about (B)(6) 2011, patient underwent a bilateral salpingectomies and/or hysterectomy to remove the essure device. (Discrepancy between the insertion date and removal date). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tube. Most recent follow-up information incorporated above includes: on 31-oct-2018: pfs received. Reporter's information was added. Added event hormonal changes, abnormal bleeding (general), she did not undergo essure confirmation test. Updated outcome of events (hormonal changes; abnormal bleeding (general)). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation'), device dislocation ('migration of implants /migration of essure device') and genital haemorrhage ('abnormal bleeding (general)') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure conformation test". The patient's concurrent conditions included migraine, anemia, constipation and endometriosis. On (B)(6)2012, the patient had essure inserted. On (B)(6)2016, the patient experienced vaginal discharge ("vaginal discharge"), 3 years 5 months after insertion of essure. On (B)(6)2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2016, the patient experienced back pain ("severe back pain"), headache ("head pain") and pelvic pain ("pelvic pain"). On (B)(6)2016, the patient experienced menorrhagia ("excessive menstrual cycles/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), adverse event ("abnormal symptoms") and bacterial vaginosis ("bacterial vaginosis") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (partial)/salpingectomy (one side removal of fallopian tube) and underwent a bilateral salpingectomies and/or hysterectomy to remove essure coil). Essure was removed in (B)(6)2016. At the time of the report, the fallopian tube perforation, device dislocation, back pain, menorrhagia, adverse event, bacterial vaginosis, dysmenorrhoea, vaginal discharge, vaginal haemorrhage, headache and pelvic pain outcome was unknown and the genital haemorrhage and hormone level abnormal had not resolved. The reporter considered adverse event, back pain, bacterial vaginosis, device dislocation, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, headache, hormone level abnormal, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on or about (B)(6)2012, plaintiff underwent the essure procedure. On or about (B)(6)2011, patient underwent a bilateral salpingectomies and/or hysterectomy to remove the essure device. (Discrepancy between the insertion date and removal date). Discrepancy noted in date of removal: (B)(6)2016, (B)(6)2016 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirming full occlusion of fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache, dysmenorrhea, pelvic pain, vaginal discharge, bacterial vaginosis and vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-dec-2019: pfs received. New events were added: bacterial vaginosis, dysmenorrhea (cramping), vaginal discharge, abnormal bleeding (vaginal, menorrhagia), head pain and pelvic pain. Onset date of the event: menorrhagia and back pain were added on 16-dec-2019: fu 2 & 3 were processed together. Reporter information and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.